Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Premature battery depletion was reported. Device replacement will be scheduled.

Manufacturer narrative:
The reported premature battery was confirmed in the laboratory. The device was tested on the bench and our automated testing equipment and was found to be normal. No anomaly was found. The battery was sent to the manufacturer for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.